Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (battery won't hold charge) has been confirmed. As received, the battery was unable to fit securely into the battery charger. The root cause for the battery not fitting into the charger could not be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to charge.